Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she discarded products.

Event description:
Consumer reported complaint via e-mail that the plunger on the trueplus single use syringes did not work. Customer was contacted via telephone and stated she purchased two boxes. Customer felt well and did not report any symptoms. Customer reported no adverse events due to the use of the syringes. Customer purchased the products in (B)(6) 2020. The package was not opened or damaged when received. Customer only opened one of the boxes and the plunger would not pull up for her when she tried to aspire the insulin into the syringes. Customer stated that she took the unopened box back to the pharmacy but they would not take it back. Customer discarded both boxes so she is unable to send back any for investigation.